Event description:
It was reported a kink and recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but did not meet the release criteria, so it needed to be recaptured. During the recapture, the sheath of the was became kinked, so there was not enough support to fully recapture the closure device. Only half of the closure device was able to be recaptured into the was. They were unable to remove the devices in an interventional way, so the patient required open heart surgery to remove the devices.